Event description:
Healthcare professional reported right side "hemophagocytic syndrome, pulmonary lymphadenopathy", "silicone gel bleed", "suspected of reaction by the foreign substance", device was found intact on MRI. The device has been explanted. Patient has a history of thyroid cancer. Patient was treated with hormone therapy and steroid. The following events are considered not device related: fever, general malaise, "suspected asia", "lung field lymph node metastasis".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: inflammation/irritation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and gel bleed.

Event description:
Healthcare professional reported "hemophagocytic syndrome, pulmonary lymphadenopathy" and "silicone gel bleed" against an unknown side. The device has been explanted.